Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (adjust belt/check belt messages, damaged electrodes) has been confirmed. As received there was cosmetic creasing to the therapy electrodes and the ECG c to d cable was cut through the insulation, damaging the internal wires. Upon investigation, the belt failed the functional ECG fall-off test. The cause of the test failure and reported alarms was isolated to shorted wires within the ECG c and d cable. The shorts were caused by the damaged wires. The root cause for damaged cable was physical abuse. Device evaluation of monitor (B)(4) has been completed. The reported problem (damaged monitor case) was confirmed. As received the monitor enclosure was cracked and the monitor showed evidence of excessive physical abuse. The monitor failed incoming functional testing. The cause of the test failure was isolated to excessive physical damage to the monitor pcas. Multiple critical components were physically broken from the pcas. The root cause of the damage was physical abuse. No adverse event resulted from the damaged electrode belt or monitor device manufacture date: monitor: (B)(6) 2015. Belt: (B)(6) 2011.

Event description:
A us distributor returned electrode belt (B)(4) and monitor (B)(4) to zoll. The patient using the equipment reported receiving adjust belt/check belt messages and that the monitor was damaged and had exposed wires.